Manufacturer narrative:
Follow up (B)(6) 2016: customer reported pump is unable to charge despite the attempted use of multiple cables and power sources. Customer indicated that insulin pens will be used for back-up therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump battery was not maintaining its charge despite the attempted use of multiple usb cables and power sources. Subsequently, the customer reported the pump charged without issue. There was no impact to the customer's blood glucose level. No further information was provided on the reported issue.